Event description:
A customer reported to beckman coulter, inc. (Bec) that approximately 20 ml fluid leaked out from coulter lh 750 slidemaker. The customer clamped off the tubing to stop the leak and powered off the instrument. The customer was wearing personal protective equipment including gloves and goggles at the time of the event. There was no report of exposure to mucous membrane or open wounds. No one sought medical attention. Msds was reviewed, and the facility has an exposure control or risk management plan in place. There was no impact to patient results, and no death, injury or change to patient treatment as a result of this incident. The field service engineer (fse) found the hivac pneumatic isolation valve vl-2 stuck not allowing the vacuum accumulator to properly drain; it overfilled and the fluid was pulled into the compressor and leaked out the compressors exhaust port. The waste check valve and vl-2 were replaced to resolve the issue. Vl-2 is the hivac pneumatic isolation valve applies either 5 psi pressure or high vacuum to the vacuum accumulator tk3 (tank3) in the slide maker connected to the lh750 instrument. Tk3 contains blood, diluent or cleaning reagent. The cause of the leak was faulty hivac pneumatic isolation valve vl-2.

Manufacturer narrative:
(B)(4).